Event description:
Procedure: urological. Reportedly, following a posterior pelvic organ prolapse procedure in 2007, the pt developed a large hematoma on her right gluteal and vaginal posterior wall breakdown five days later. The pt experienced pelvic pressure. The doctor surgically removed the implant tens days before.

Manufacturer narrative:
Initial report sent to FDA on 05/23/2007.